Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that was still attached to the delivery device when removed from the patient. There was no harm to the patient and the user, no intervention was required. Mac was given to the patient on the initial procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. A second capsule was placed on the same event.